Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery using a penumbra system 5max ace reperfusion catheter and a velocity delivery microcatheter. During the procedure, the patient experienced mild anemia with an uncertain relationship to the 5max ace catheter and velocity microcatheter, an uncertain relationship to the angiographic procedure, and unrelated to the index stroke. No further action was taken and the event was unresolved. The patient also experienced a distal embolization with a possible relationship to the 5max ace catheter and velocity microcatheter. The distal embolization was resolved later the same day.

Manufacturer narrative:
Please note that a correction was made to the following section(s): the event occurred on (B)(6) 2014.

Manufacturer narrative:
Conclusion: distal embolization is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. This MDR is associated with MDR 3005168196-2015-00424. The hospital discarded the device.